Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4). 2017 that on (B)(6). 2017 the receiver had intermittent audio output. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. Global receiver communication tool test was performed and passed. A manual test was performed and speaker sounded. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and did not confirm the reported event of intermittent audio output. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 017 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.